Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G1: manufacturing site name and address. Part # 03.037.017. Lot # 9641078. Release to warehouse date: september 9, 2015. Manufacturing site: bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot number: 9641078) was received at us customer quality (cq). Upon visual inspection, the received guide sleeve was observed with scratches, stripped threads and bent distal tip. Reported condition of broken could not be confirmed as no breakage observed on the device. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was not performed due to the post manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device blade/screw guide sleeve was found to have scratches, damage threads and bent distal tip upon it inspection. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the following product was found broken: aluminum case, depth gauge, t-handle with quick coupling, two cannulated hexagonal screwdriver, and hexagonal screwdriver. Attached to cannulated power shaft is a large quick coupling that needs to repair. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves (6) devices. This report is for (1) blade/screw guide sleeve. This report is 7 of 15 for (B)(4).